Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they had an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter that resulted in diabetic ketoacidosis (dka). Date of issue is an approximation. At the time of contact, the patient stated they were released from the hospital; however, event details were not provided. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.